Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that one of their bottom teeth is lower than the rest of the other teeth. Confirmed tipping of #24. Advised 14 day rest period.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.